Manufacturer narrative:
Correction to h6; impact code, type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of difficulty advancing through the sheath was unable to be confirmed due to the unavailability of imagery or product returned. Although follow-up from the field stated the patient's access vessels had "mild" calcification, "mild" tortuosity, and a minimum luminal diameter sufficient for the use of the 14f esheath+, without imagery, the vessel characteristics could not be confirmed. Although follow-up from the field stated the patient's access vessels had "mild" calcification, "mild" tortuosity, and a minimum luminal diameter sufficient for the use of the 14f esheath+ without imagery, the vessel characteristics could not be confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in canada, during the procedure, there was resistance introducing the delivery system through the sheath. After attempting to deploy the closure device, the operators measured the vessel right above the puncture site and measured a diameter of 4.93mm (mld at femoral head 6.1mm). They deployed the closure device, took a picture, and noted the vessel was bleeding. After holding pressure for 5 minutes, a new picture with contrast injection and there was no longer any flow to the distal femoral artery. A cut down for surgical vessel repair was performed. It is believed that the vessel dissection occurred upon insertion of the device but was noticed later. The outcome of the patient is unknown. As per the physician, the root cause is that it took a lot of pressure to advance the delivery system through the esheath and that was the cause of the vascular complication.